Event description:
During patient use, the autopulse platform (sn (B)(6)) displayed an unknown error message and turned off multiple times. The platform performed as intended using the first autopulse li-ion battery. When the 2nd battery was inserted, unknown user advisory codes were flashed on the screen, and it turned off multiple times. When the crew went to turn the platform on, it did not until they reinserted the battery a couple of times. Per the customer, the platform was able to perform some compressions using the second battery. Once the unit turned on, the issue continued to persist, and manual CPR was initiated throughout the call. It us unknown how long manual CPR was performed. No impact or consequence to the patient. Before the call, as part of a daily battery rotation at the site, the customer confirmed the battery was fully charged. After the patient event, they placed the second battery back into the multi-chemistry battery charger to charge. During the phone conversation with zoll tech support, the customer was asked to insert the fully charged battery in question and it powered on the autopulse platform as intended. The second battery is currently performing as intended. No user advisory codes or issues were observed. The customer was advised to put the autopulse platform on a flat surface, then shake it vigorously. Again, he reported no user advisory codes.

Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.